Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the stent came off the balloon with the stylet, during preparation, before placing in the pt's body. Another stent of the same size was used successfully. No add'l info is available. (B)(4)

Manufacturer narrative:
(B)(4). (B)(4): results: product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with contrast in the inflation lumen and on the distal shaft and hypotube. There was no blood visible. The stent implant was dislodged from the balloon and on the stylet. There was a flared strut in the first row of the distal end of the stent implant. The distal end and middle portion of the stent implant were slightly smashed. There was no other damage noted to the stent implant. The balloon was tightly folded, and there were crimp marks on the balloon between the markers. The distal taper of the balloon was wrinkled. There was a kink in the distal shaft 1.2 cm distal to the guide wire exit notch. There were three bends in the hypotube 15 cm, 38 cm and 62 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was returned and no damage was noted. A snap gage was used to measure the proximal stent implant outer diameters and met mfg criteria. The distal and middle stent outer diameters could not be measured due to the damage noted. Pin gages were used to measure the inner diameter of the protective sheath. The inner diameter was .048 inches. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.